Event description:
It was reported that the adjustable wire collet overheated during testing at a stryker (B)(4). There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Based on the tech service report and inspection by stryker (B)(4), a quality technician confirmed that the unit is overheating. The technician determined that the cause of the events was due to a failure with bearings.